Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the monitor did not power up while the patient was not under anesthesia in an unknown procedure. There was no injury, delay or infection reported. The procedure was completed with a similar device. There was no evidence that a life-threatening event occurred, that the patient developed permanent damage or impairment. There was no evidence that the patient developed a permanent disability or permanent damage that caused substantial disruption in the state of health of the patient, and that additional medical or surgical intervention was required to preclude permanent impairment of a body function or damage to a body structure that is associated with the use of the olympus device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3. Corrected data: g2. The customer's allegation was confirmed. The device evaluation found the device did not power on. Based on the results of the investigation, it is likely that a faulty power board led to the malfunction. However, a definitive root cause could not be identified. A device history review showed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.